Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl or result in a "high" reading on the cgm. Reportedly, the customer failed to properly cycle the cartridge and was using cold insulin. Tandem clinical support educated the customer to properly cycle the cartridge before use and that insulin should be at room temperature before filling a cartridge. To resolve the issue, the customer changed the infusion set and cartridge, then resumed insulin.